Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient encountered a power on reset (por) screen and was going to the bathroom a lot. According to the patient they had a CT scan of their lungs the thursday prior to the call and the frequency was sudden in that the patient could identify a date of onset. Patient status is unknown at the time of this report and the patient was attempting to find a new healthcare provider (hcp). There were no further complication reported or anticipated.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the stimulator "discontinued regulating the impulse to urinate" and when the patient tried to increase that was when they encountered the "pro." After follow-up with and hcp the patient determined that they would need a new device "when [their] heart can tolerate anesthesia." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.